Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The reported behavior was confirmed. The invalidate home procedure was completed, which resolved the issue. No parts were replaced. No further issues were reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the x-ray tube and detector in the imaging system were not moving into the correct anteroposterior (ap) position. It was reported that while holding the rotate button on the pendant, the rotor would stop 5-10 degrees short of the ap position. Pressing the button again would move the rotor into the correct position. The system was re-homed and the issue was resolved. The procedure was completed successfully after no delay, and the patient was not impacted. No additional details were provided.